Event description:
Info received indicates the bed is not working due to fluid ingress on the power circuit board.

Manufacturer narrative:
The tech replaced the power circuit board to repair the bed.